Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005 and that a revision procedure occurred on (B)(4) 2013. Patient medical records provided by attorney indicate that the revision procedure was performed due to metallosis and elevated serum ion levels. Revision operative report noted the presence of cloudy fluid consistent with metallosis and staining/discoloration throughout the joint. Osteolysis related to metallosis was also encountered during the revision procedure. The stem was noted to be well fixed; the acetabular cup and modular head were removed and replaced with competitor acetabular components and a ceramic head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00960 & 00961).